Manufacturer narrative:
The two cv-170 have not been returned to olympus medical systems corp. (Omsc), but were returned to olympus (B)(4). (B)(4) evaluated the two cv-170 and the evaluation results were as follows: first cv-170 (s/n (B)(4)): passed all functional tests. Second cv-170 (s/n (B)(4)): there was no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified diagnostic procedure using an olympus rhino-laryngo fiberscope (enf-vh) and an olympus video system center (cv-170), the user facility noticed that the enf-vh got hot when they were inserting of the enf-vh into the patient¿s nose. In addition, it was reported that smoke came out from the back of the cv-170. The procedure was not completed. There was no report of patient injury associated with the event. It was reported that the user facility possessed two cv-170 (s/n (B)(4)), but the serial number of cv-170, that was used for the procedure, was not identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the two cv-170 (B)(4) and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined because the two cv-170 have not been returned to omsc and evaluation by okm confirmed that there was no irregularity in the two cv-170.